Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the pump "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the error. It was noted that a possible defective downstream sensor or cassette product could have been the cause of the error. However, no fault was found as the error was not duplicated. For preventive measure the downstream sensor and the upstream sensor were replaced and re-calibration. The root cause of the reported problem was undetermined/unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in september 2011, and is out of warranty therefore, no manufacturing DHR review is needed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: h4: mfg. Date. 11-nov-2022; corrections: d4: model number 6500.